Manufacturer narrative:
The concerto coil has not been returned for evaluation; product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment, this coil would not detach. Reported device and any accessory devices were prepared as indicated in the IFU. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed. As received, the implant coil was found to be still attached to the pushwire within the introducer sheath. The instant detacher was not returned as it was discarded. The concerto implant coil was advanced with difficulty out from the introducer sheath. The tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location (via hypotube) were found to be intact. The pushwire was found bent on several locations from the proximal end. During evaluation, an in-house instant detacher was used in an attempt to detach the implant coil; however, it did not detach after 3 attempts. The pushwire was then broken distal to the break indicator, and the release wire was pulled back successfully detaching the implant coil from the pushwire. The instant detacher was not returned; therefore, any contributing factors from these could not be assessed. It is likely that the damages to the pushwire occurred during the attempt to push and / or pull the concerto coil and pushwire into or out of the microcatheter against the reported resistance and these damages may have contributed to the failure of detachment of the implant coil from its pushwire. The customer did not utilize a second instant detacher, and there was no reported manual detachment attempt. Although the in house instant detacher failed to detach the implant coil from the pushwire, the implant coil detached from the pushwire when the release wire was pulled back with resistance. It is likely that the bends in the pushwire led to the resistance experienced while pulling back on the release wire. All coils are 100% inspected for damages and irregularities during manufacture. Per the concerto detachable coil and i.d. (Instant detacher) instructions for use (IFU): ¿if the coil does not detach after 3 attempts, discard the i.d. (Instant detacher) and replace with a new i.d. (Instant detacher). Also, ¿in the rare event that the coil does not detach and cannot be removed from the implant delivery pusher, use the following steps for detachment. A. Grip the hypotube approximately 5 cm distal of the positive load indicator at the hypotube break indicator and bend the implant delivery pusher just distal to the hbi (hypotube break indicator) 180 degrees. B. Next straighten the pusher back, continue bending and straightening until the pusher tubing opens exposing the release element. C. Gently separate the proximal and distal ends of the open pusher. Then, under fluoroscopy, pull the proximal portion of the implant delivery pusher approximately 2-3 cm to confirm implant detachment per IFU.¿ if information is provided in the future, a supplemental report will be issued.